Event description:
The event occurred in china. It was reported that the customer unplugged the cable of the drive during patient treatment. After that the rotaflow displayed the error message ¿head error.¿ the customer exchanged the device during treatment and used a back up device. The failure occurred during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that the customer unplugged the cable of the drive during patient treatment. After that the rotaflow displayed the error message ¿head error¿. The customer exchanged the device during treatment and used a back up device. The failure occurred during patient treatment. A getinge service technician was on site to investigate the affected rotaflow console with s/n 94176718. The technician was able to confirm the reported "head error". The customer unplugged the cable of the rotaflow during patient treatment, which results to the head error. The customer decided not to repair the device instead of it was taken out of use. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure could be confirmed. The rotaflow console in question was produced in 2020-03-01. The review of the non-conformities was performed on 2023-03-14 and during the period of 2020-03-01 to 2022-11-09 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).